Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer also stated they have changed the reservoir and infusion set several times but it has not resolved the issue. Blood glucose level was 250 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).